Event description:
The customer contact reported spray of fluid with subsequent exposure to the nurse. It was reported that as the nurse was placing the full canister liner into a waste management container after surgery, the tubing from the pt port on the liner lid disconnected from the port. The fluid contents reportedly sprayed onto the face of the nurse. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. A representative device from the same lot was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field.